Event description:
On (B)(6) 2014, the reporter contacted animas alleging a power/battery life issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump was not available for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 04/22/2015. The pump has been returned and evaluated by product analysis on 04/09/2015 as follows: the black box dates began on 01/27/2015. Due to continuous use of the pump, the black box data and histories for the event had been overwritten. The current black box data showed no evidence of a battery life issue. The battery voltages recorded in the black box were within normal specifications. The pump current draws all measured within specification. The audio bolus button cover was missing. The battery cap and the cartridge cap were not returned; test caps were used to complete testing. The pump cover was removed for further investigation and no intermittent connections or moisture damage was observed. Product analysis was unable to duplicate the initial compliant. Information for the compliant had been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.